Event description:
The hospital reported that the patient underwent a stenting procedure for a basilar tip aneurysm case with a wide neck. During the procedure to place the device in question, with the guide wire in the distal pca (posterior cerebral artery) , the patient became bradycardic for a few seconds. The hospital reported that the device in question was placed without complication and the case was completed. Following the procedure, the patient failed to wake and was transferred to the intensive care unit (ICU). A CT (computed tomography) scan showed a sah ( sub-arachnoid hemorrhage) and the patient was classed as a grade 5. The patient was intubated and ventilated. The hospital reported that at this stage, no further treatment was performed.

Manufacturer narrative:
The device in question will not be returned to boston scientific for evaluation because the device in question has been implanted. A review of the device history record showed that this device met all required specifications. A search in the complaint management database was performed and no other complaints on this batch have been reported. Based on the above facts and findings, boston scientific cannot conclusively determine the cause of the user's experience. If further significant information is found, a supplemental report will follow.